Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left circumflex artery with moderate tortuosity and moderate calcification. Pre-dilation was performed with an unspecified 2.0x15 mm balloon catheter. A 3.5x23 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion, the system was inflated and the stent was implanted. However, a distal edge dissection occurred. An unspecified xience stent was used to cover the dissection. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.